Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had issues with the sensors. Customer's sensor glucose reading was 58 mg/dl but her blood glucose level was around 140 mg/dl. The insulin pump went into threshold suspend, alarmed changed sensor, and calibration error. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
We evaluated one opened/used sensor and performed continuity resistance test. The sensor failed per specifications.